Manufacturer narrative:
An event of stroke/cva was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, the patient had difficulty seeing after the procedure. A computer tomography was performed which it showed a small occipital artery stroke. Based on the information received, the cause of the reported stroke could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was selected for an implant using a large flexnav delivery system. Calcified common iliac was noted. During the procedure, the large flexnav delivery system was inserted in the patient. There was some difficulty advancing the delivery system to the area of the right common iliac. The large flexnav delivery system was removed. Upon inspection, there was minor damage to the capsule and, the lip of the capsule was slightly indented. The physician inserted a large non-abbott dilator (16f) and prepped a second 27mm navitor valve and large flexnav delivery system, which was inserted with no issues. The end result was great with no adverse reaction to the patient. 3 hours post procedure, the patient had difficulty seeing. A computer tomography was performed which showed small occipital artery stroke. That was non-embolic in nature. The patient had a history of atrial fibrillation. Patient was treated medically and resolved in 8 hours. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.